Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was suspected of premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 693165, implantable tachy lead, implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was suspected of premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #d284drg: the actual device was not received for analysis; however, performance data was received from the device. Analysis found the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).